Manufacturer narrative:
The instrument performance values are within acceptable range. Calibration and qc data from the date of the event did not indicate an instrument related issue. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable troponin t hs stat result for one patient sample. The initial result was 67.57 ng/ml with a data flag and was reported outside of the laboratory. The patient was sent to the hospital and a new sample was tested with a result of 5.69 ng/ml. The first sample was then retested and the result was 3.52 ng/ml. There was no allegation of an adverse event. The reagent lot number was 267654. The expiration date was requested but was not provided.